Event description:
Related manufacturer report number: 2017865-2024-01362. It was reported that the patient presented to the emergency room following multiple inappropriate shocks from his implantable cardioverter defibrillator. Upon further investigation, it was discovered that the device had gone into backup mode for reasons unknown. Attempts to extract device data were attempted but unsuccessful. As the physician was unable to determine if a potential lead malfunction contributed to shocks, both the implantable cardioverter defibrillator and right ventricular lead were explanted and replaced. The patient was stable following procedure.

Manufacturer narrative:
The reported field event unexpected reset, inadequate shock, and communication anomaly could not be confirmed by analysis. The device was taken out of reset in the field and device data from the reported event was not available for analysis. Functional testing was performed in the laboratory. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Manufacturer narrative:
The reported event of backup operation was confirmed. The reported event of inappropriate shock and communication anomaly could not be confirmed. Analysis of the device image revealed that the device went into backup mode due to an event queue overflow. The cause of the event queue overflow was determined to be an anomaly in the rf module. The device was restored by reloading product code. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.